Event description:
A report was received that the patient was explanted due to an infection. No culture was taken, and the patient was put on oral antibiotics and was reportedly doing well. Explanting physician reported that the infection was due to poor closure technique during the patient's implant.

Manufacturer narrative:
The product was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization record of the explanted medical devices was found to be satisfactory. This is the final report.